Manufacturer narrative:
Investigation: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR with sample. Part #: 381433, lot #: unknown. Complaint: needle retraction failure. Event description: IV catheter needle will not retract when button is pushed. IV catheter would not retract causing a safety issue. Lot analysis: device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Although a DHR review is required for MDR complaint; no lot number was provided for this incident. Qn / sap database review: no. Reason: a search of the qn / sap database could not be done; no lot number was provided for this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag 20ga unit from an unknown lot number. Visual/microscopic examination: observed the needle had speared through the catheter tubing wall approximately ¿ of an inch below the catheter tip. The needle was not retracted and the white button was not depressed. Observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Functional test (needle retraction) was performed: with the catheter still seated on the needle, the white button was depressed. The retraction was successful, no delayed reaction was observed. Investigation conclusion: conclusions: the defect needle retraction failure; as stated in the subject of the pir was not confirmed based on the returned unit. The needle thru catheter did not inhibit a full retraction. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. Comment: per the IFU: instructions for use: holding the color catheter hub, rotate the barrel 360º and re-seat firmly performed venipuncture: holding the needle assembly stationary, advance the catheter off the needle into the vein before withdrawing the needle from the catheter, depress the white button to retract the needle into the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter was found to have needle retraction failure during use. No report of medical intervention or serious injury.